Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1051542. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: the complaint gauge is 22g,assembly at auto line 4 in mar. 2021, lot quantity is (B)(4). Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Reviewed the production records and machine troubleshooting records for this lot product. No abnormality, deviation or rework activities found. In manufacture, due to occasional fluctuation of equipment during operation, the catheter adapter may cause cracking, the catheter adapter crack mainly focused on catheter adapter swaging process of zone 1, the flow chart of zone 1. The interference fit between the metal wedge and catheter adapter to cause cracking of catheter adapter weld line during swaging, resulting in leakage. Previously, it was found that the majority of such phenomena were 24g products. The measure taken was to optimize the die size. The plant was aware that 22g products were also at risk, the same measures were taken on august 31, 2020. The plant will continue to monitor the defect and effective of actions. Leakage test performed on the 2 retained samples, all passed. At the same time, the catheter adapter of the retained sample was checked, and no abnormality was found. No abnormality found on process. As no defective sample returned, it was suspected that the leakage of blood was caused by the cracking of the catheter adapter , but it could not be confirmed. The factory will continue to monitor such defects.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: at about 8:50 on june 17, the patient was injected with blood spillage from the needle plug, the clothes in the lower part of the patient's gown were soaked, and a large amount of liquid was scattered on the ground. Therefore, the indwelling needle was removed, and the needle body was complete, and the patient had no discomfort.